Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance out-of-range of over 125 ohms. Technical services (ts) reviewed the case and stated that the increase has been steady for the past year, and that this could be related to a calcification issue on the lead. Ts provided further considerations and actions to perform with this kind of issue. Further information indicated that the physician decided to continue monitoring the patient. This rv lead remained in service until it was eventually explanted and replaced due to an infection. This product is not expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance out-of-range of over 125 ohms. Technical services (ts) reviewed the case and stated that the increase has been steady for the past year, and that this could be related to a calcification issue on the lead. Ts provided further considerations and actions to perform with this kind of issue. Further information indicated that the physician decided to continue monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.